Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via an omni-flow pump. Immediately after the delivery on line d was started, fluid was noted on the floor under the pump. The delivery was stopped. The spill was cleaned according to the facility's protocol. There was no reported skin contact with the patient or healthcare professional. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. The cassette was examined at the user facility and unspecified cracks were noted on the female adapter on line d. Though requested, no additional information was provided.